Event description:
The provider state the end user is a heavy user and almost everything on the chair has broken pieces or parts except the frame.

Manufacturer narrative:
Follow up to be sent if additional information is received.